Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 100 months ago. Vessel morphology at the time of implant is unk. Vessel morphology was reported as disease progression with aortic neck dilatation, mild tortuosity and mild calcification. It was reported the stent graft has migrated 25 mm into the aneurysm sac, resulting in a type I endoleak. The stent graft was explanted and the pt was converted to an open repair. There was no room in the aortic neck for endovascular treatment. The explanted stent graft has been returned and the evaluation is pending. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4): evaluation results: (disease progression with aortic neck dilatation); (pending device evaluation).